Event description:
During coil placement, difficulty was experienced to resheath the coil. There were no reported patient complications.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete.